Event description:
(B)(4). Event occurred in the united states. The patient was in need to replace two infusion sets and one sensor as one of the infusions set broke apart at quick release while sleeping and the cannula was bent in the second one as the patient inserted the needle on to the left thigh and blood glucose level was raised therefore the patient took it out and found cannula was bent. The site was at the right leg and the pump was worn on right side when infusion set broke apart. The infusion set was being used for 1 day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.